Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(4). Batch: (B)(4).